Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02251. It was reported patient was having ineffective pain relief after a fall. Diagnostics indicated high impedances. Programming was unable to solve the issue. As a result, patient underwent surgical intervention wherein both the leads were explanted and replaced with a penta lead. Following the procedure effective therapy was restored.